Event description:
It was reported that the catheter was leaking at the back end of the backform by the 2 depth marks (100 cm marks) by a pinhole. A new catheter was placed and no pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.